Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/7/223, it was reported by a sales representative via email that the central peg from a trial broke during a procedure on (B)(6) 2023. No further information was provided. Additional information was received on 11/9/2023. It was reported by the sales representative that an ar-9236-03pp univers vaultlock glenoid trial large central peg broke during insertion. The broken fragments were removed, and the case was continued with another ar-9236-03pp univers vaultlock glenoid trial large. During the reaming process, an ar-9215-1-03 universal quick connect handle broke off from the drill guide base. Another ar-9215-1-03 universal quick connect handle was used to continue the procedure. This was discovered during a tsa procedure, and it was delayed for three minutes. No additional anesthesia was needed, and the patient suffered no negative effects on or after the surgery.

Manufacturer narrative:
Additional information: h6. The complaint is confirmed. One unpackaged ar-9236-03pp serial/batch number (B)(6) was received for investigation. No functional testing was performed; the part received damage. Upon visual evaluation, it was noted that the middle/center pole was broken off. Many nicks, marks, and cuts on the device were also observed. The most likely cause for the reported failure is user error. Instruments must be handled with care. Overtightening or rough handling of the instrument may result in bending or breakage.